Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, drooping left lip was noted. Left-right difference at the time of opening was visible but there was no deterioration. Extremity movements improved and the patient was independent for activities of daily life. Medication was prescribed. No additional adverse patient effects were reported.'

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.